Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation the patient had a right knee replacement on (B)(6) 2019. After the surgery the patient began experiencing pain, instability, effusion and osteolysis due to early oxidation of the insert. Approximately 3 years and 7 months after the initial procedure the patient had a right knee revision on (B)(6) 2022 with another exactech device. The patient continues to experience pain and discomfort. There is no other patient demographic or medical history available. There is no information on the surgical procedure. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: d1, d4, h4, g3, g4, h6 MDR section codes updated/corrected: a, b, c, d, e, g the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, loss of range of motion, and instability or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.